Event description:
It was reported that, "nurse of the hosp reported to us via letter that she was observing a surgery procedure. During this she observed that it was not possible for the surgeon to remove the wire from the cable tensioner. The surgery was completed."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.